Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020. D6b: explant date: 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 7035522.

Event description:
It was reported that all components were explanted due to an unknown reason. The explanted devices will not be returned per hospital policy. No further information has been obtained despite good faith efforts.